Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch mgk398, batch qemhed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For each patient that experienced the reported issues: the patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of the surgical procedure the diagnosis and indication for the index surgical procedure on what tissue was the suture placed? How was the suture placed, interrupted or continuous? How was the suture tied? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were the patient¿s current symptoms? What date did the patient present with symptoms (# of post-op days)? Was medical intervention or surgical intervention provided to the patient? If yes, please describe. What was the appearance of the suture when the symptoms and/or dehiscence occurred? Other relevant patient history, comorbidities, concomitant medications which suture and lot number were used on this patient? Are unopened samples of the product available for return for evaluation? Is a copy of the ¿ literature regarding similar reactions with vicryl sutures in the past¿ available? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Note: events reported via mw# 2210968-2021-00182, 2210968-2021-00183, 2210968-2021-00184. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. Following the procedure, the patient experienced reaction and dehiscence. The wounds are developing a couple weeks post-op, well after infection would be likely. The physician reported they are seeing more follow ups daily with continued skin break down and non-healing wounds. The physician reported they have done a root cause analysis and cannot find any other possibility for the cause. Additional information has been requested.

Manufacturer narrative:
(B)(4) date sent to the FDA: 2/4/2021 h6 component code: g07002 ¿ device not returned additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch mgk398; mfg. Date 6/22/2018; exp. Date 5/31/2023 batch qemhed; mfg. Date 5/21/2020; exp. Date 4/30/2025 a manufacturing record evaluation was performed for the finished device possible lot numbers and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.